Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact to customer's blood glucose. As the occlusions occurred in the past, tandem technical support was unable to perform a pump system check to identify location of a possible blockage.